Event description:
Boston scientific rec'd information that this lead exhibited noise due to what appeared to be insulation damage at the clavicle site. The pt has third degrees block. Reports of pacing inhibition occurred due to noise. The lead is scheduled to be replaced. Technical services recommended programming doo mode so noise will not inhibit pacing.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore, based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.